Event description:
During surgical procedure performed to excise a skin lesion from patient's forehead, there were repeated suture breakages. There were two occurrences of complete separations of needles from sutures. During the second occurrence, the needle could not be located. The patient was sent to x-ray with a marker placed in order to locate the needle. Patient was returned to the procedure room where the needle was located and removed without further incidence.